Manufacturer narrative:
Correction to g2, health professional was inadvertently not checked on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported (on behalf of the customer) that while using the visera elite ii video system center. The image would not transferred to the monitor. The issue occurred during a therapeutic procedure (left ureteroscopy, stent placement) and there was a 5-minute delay. The procedure was completed using a different screen. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; the unit was inspected and tested and we found images present on both the touch panel and the monitors. The unit passed all functional tests. The unit had an up-to-date main switch and software versions. The customer was advised to check their monitor and video cables for possible cause. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.